Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, pump was falling out of the ventricle, which prompted removal and re-wiring of the device. When outside of the patient, the 0.018"guidewire coiled inside the pump and caused the cannula to rip in half. A new pump was used without issue.

Manufacturer narrative:
The investigation into the product damage issue has been completed. The impella pump was returned for investigation. The field log was reviewed, and low pump flows throughout the case were confirmed. Visual inspection of the returned pump confirmed a cannula kink near the motor housing. The guidewire and pump were both pulled back across the valve and were unable to be redelivered across the valve. They were both removed as a result. Once removed from the patient the physician attempted to remove the wire from the pump but the wire had kinked in the pump causing resistance. The cannula split in the attempt to remove the guidewire. The root cause of the low pump flow was determined from the clinical details and the returned product inspection, to be the observed cannula kink resulting from improper technique by the end user. This report is being filed as part of a retrospective review of historical records.